Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient experienced shortness of breath, chest pain and facial flushing within 10 minutes of a taxol infusion combined with other unspecified medication. Although requested there were no other event details provided by the customer.